Manufacturer narrative:
Investigation: a visual inspection revealed that the short port silicone had burst. The latex balloon was intact. The device was very bloody. Based upon the visual observations, the reported complaint "balloon ruptured" was confirmed. The lot number could not be obtained so a lot history record review could not be performed. Internal file number - (B)(4).

Event description:
Upon receipt of the product for another complaint, in the bag from the hosp was also a cannula with a split c-ring and a short port with a silicone burst. The reporter was not aware of these additional device failures. The products were returned.